Event description:
It was initially reported that a physician's (B)(6) would not hold a charge. The physician stated that the handheld is kept plugged in when not in use, however, when he goes to interrogate a pt, the handheld battery is dead. The handheld is not stored near any sort of heat source. The physician was sent a replacement handheld device and the (B)(6) in question was returned to the MFR. Product analysis is in process and has not been completed at this time.